Manufacturer narrative:
(B)(4). The complaint device was received. The reported sleeve steering issue, shaft bend, and difficulty removing the cds (clip delivery system) from the sgc (steerable guide catheter) were tested, but were not confirmed during analysis of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history did not indicate a lot-specific quality issue. The sleeve steering issue and difficulty removing the cds from the sgc appears to be related to the bent shaft; therefore, attributed to a procedural condition. The investigation was unable to determine a conclusive cause for the shaft bend. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unexpected tip deflection of the device. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). When the clip delivery system (cds) was in the left atrium, the m (medial) knob was turned, but the cds did not steer in the expected manner; it had a severe bend on it. It was curved almost like a hook. It was decided to replace this cds, but there was difficulty guiding the cds back inside the steerable guide catheter (sgc) due to the unusual curve. Plus knob was applied on the sgc to successfully retract the cds back inside and remove it. The clip did not interact with the sgc soft tip and there was no damage noted to the soft tip. The procedure continued and a new cds was used with the same sgc. One mitraclip was implanted reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.